Event description:
The facility reports a brown scum-like tide mark appeared in the filled bath when the hydromassage system switched on. The customer was also unable to destroy the pseudomonas present.